Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device sample indicates the catheter was split/torn.

Event description:
The customer reports: the doctor made three attempts to insert the device. One nearly sheared off. The 4th attempt was successful. There was no patient injury or consequence. The patient is reported as fine. Therapy was not delayed/interrupted.

Event description:
The customer reports: the doctor made three attempts to insert the device. One nearly sheared off. The 4th attempt was successful. There was no patient injury or consequence. The patient is reported as fine. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned a radial artery catheterization device and the product packaging for evaluation. The device was returned with the catheter retracted on the needle cannula and obvious signs of use were observed. Visual examination revealed that the device was returned with the needle bevel protruding through a tear in the catheter body 10 mm from the catheter distal tip. The catheter was advanced off of the needle and examined under magnification. The tear in the body was consistent with damage resulting from resistance when either advancing the needle through the catheter or retracting the catheter back onto the needle bevel. The tip of the catheter was slightly deformed but no other defects were observed on the catheter body or catheter hub. The needle bevel appeared used but undamaged. The tear in the catheter body is located 10mm from the distal tip and 30mm from the luer hub. The catheter and needle met all relevant dimensional requirements. (Con't) other remarks: the catheter product drawing states ".018 dia spring wire must pass freely from distal tip to hub without restriction". A lab inventory 0.018" swg was able to pass through the entire catheter without restriction. The catheter was flushed with water using a lab inventory 10ml syringe. Water exited out of both the catheter distal tip and the tear in the catheter. A device history record review was performed on the catheterization device including the catheter, needle and swg and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques for catheter insertion. It states to "firmly hold introducer needle hub in position and advance catheter forward, with a slight rotating motion, over spring-wire guide into vessel." The IFU also cautions the user to "not reinsert needle into catheter to minimize risk of catheter damage." The damage observed is consistent with either the needle being reinserted into the catheter or the catheter being retracted back onto the needle. The customer report of the catheter from a radial artery catheterization device shearing was confirmed through visual examination of the returned complaint sample. The device was returned with the needle bevel protruding through a tear in the catheter body 10 mm from the catheter distal tip. The damage observed is consistent with either the needle being reinserted into the catheter or the catheter being retracted back onto the needle, neither of which is part of the normal insertion process described in the IFU. The catheter and needle met all relevant dimensional requirements and a device history record review did not reveal any manufacturing related issues. Based on the condition of the returned device and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.